Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) evaluated the device and replaced the transducer printed circuit board (pcb) based on codes reported post event. The ventilator passed all testing per manufacturing specification at the time of service, and was returned to the customer. There is no evidence from the codes reported from the time of the event or service manual documentation on the codes that the ventilator would have stopped ventilation during this event. The cause of the reported event could not be established. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a system error message. It was also reported that the unit failed and ventilation did not take place. The patient was removed from the ventilator, and placed on an alternate ventilator with no harm or injury. This event is being conservatively filed as customer reported that there was a loss of ventilation during the event, however, there is no evidence from the codes reported, or service manual documentation on the codes that the ventilator would have stopped ventilation during this event.